Event description:
Hospital reported a total hip arthroplasty revision due to pt experiencing "numerous dislocations and wears a brace. X-rays show the shell in vertical position." No device defect associated with the revision was reported.